Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl. Upon the performance of the bav, the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted. Per the physician, the patient's short ascending aorta and the depth of implant contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result. Additional information was received that a non-medtronic guidewire was used during the implant procedure, and the deployment starting point was at the bottom of the pigtail catheter. The severity of the pvl was moderate-severe. Following the implant procedure, the patient was discharged home.

Manufacturer narrative:
Continuation of d10: product ID (d-evolutfx-2329); product lot/serial number (unknown); product type: (0195-heartvalves); implant date (non-implantable). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve at 3 millimeters (mm) on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc), paravalvular leak (pvl) of unspecified severity was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed to address the pvl. Upon the performance of the bav, the valve dislodged into the ascending aorta. Subsequently, a second valve was implanted. Per the physician, the patient's short ascending aorta and the depth of implant contributed to the dislodge. It was noted that a 30 minute procedural delay occurred as a result.